Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent into a patient to treat a lesion located in the lcx # 13 which exhibited excessive tortuosity, severe calcification and 90% stenosis. The lesion was pre-dilated; however, it is reported that the device was not able to cross. It is reported that force was applied to be device during advancement as the physician experienced strong resistance due to circumferential calcification. Upon withdrawal of the device, the physician realized that the relevant stent was not on the balloon of the delivery system. Cine images confirmed the dislodgement of the stent. Surgical procedure was taken by the surgeon to withdraw the whole system including the relevant stent. The physician commented that "it was most likely that the relevant stent might have been caught on the guide catheter; but details unclear". The patient is reported to be fine and no other sequelae were reported. Communication from the field confirmed that the device was inspected prior to use with no abnormalities noted. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. It is likely that the patient lesion morphology along with the attempts to advance the device have directly impacted on the stent retention and subsequently, upon withdrawal, caused the reported dislodgement. Based on the information provided, the device has not been identified as the root cause of the event. The root cause of the event is most likely patient lesion morphology coupled with the force applied to the device during delivery to the target lesion.

Manufacturer narrative:
Evaluation results: (stent dislodgement). (Force applied to the device during delivery). Evaluation conclusion: (excessive tortuosity, severe calcification, 90% stenosis). (Force applied to the device during delivery).